Event description:
The surgeon attempted to implant a 29.0 diopter, cq2015 3 piece collamer lens. The lens tore when the plunger overrode the lens. No patient contact or injury. The plunger overriding the lens caused the lens tear.